Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: e1, g2, h6 (component code: removing "cover" and "imager" and adding "probe"). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.